Event description:
Patient complained of pain in his operative hip and had a revision surgery. His tritanium cup was removed and replaced with a zimmer trabecular metal cup. The trident liner did show damage from neck impingement.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to the hospital implant retrieval lab. And was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. A complaint history review was not performed as no device specific failure modes were identified. Pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient complained of pain in his operative hip and had a revision surgery. His tritanium cup was removed and replaced with a zimmer trabecular metal cup. The trident liner did show damage from neck impingement.